Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic due to nose bleeds and dyspnea. The patient is pacemaker dependent and their heartrate was under 50. Device interrogation revealed the device had triggered a lead safety switch due to a high out-of-range right ventricular (rv) lead impedance measurement. A review of historical rv lead data confirmed stable impedances and no evidence of noise. Isometrics and pocket manipulation were successful in creating myopotential noise only in unipolar sensing which is normal. There was also evidence of some minor farfield oversensing on the atrial channel which could easily be mitigated with modifying the cross chamber blanking settings. Boston scientific technical services (ts) stated that there does not appear to be a lead issue and that the high impedance measurement was likely due to a subtle impedance change related to the spring contact with the ring terminal of the lead that only the low amplitude diagnostics are sensitive enough to pick up. Ts recommended monitoring the patient. The device was reprogrammed and remains in service.